Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. Boston scientific technical services (ts) reviewed the episode and discussed the oversensing pattern appeared to be consistent with a slightly loose setscrew. The vector was reprogrammed from secondary to primary to resolve. No adverse patient effects were reported.